Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on 07/19/2018 stating that this lead had a lead safety switch and switched back to bipolar for testing and impedance was at 2700 ohms. A peak in april was also seen and since then unipolar impedances are at 440 ohms. 1 v threshold and sensing at 9.5mv. Oversensing and noise was also noted. No known physician and facility given. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).